Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually. During a visual inspection, a service maintenance date with "2019-07" was found. In addition, we found incorrectly positioned clips. Pl520r and pl536r were checked by production quality assurance. Furthermore, the service was not adhered to. No error can be found on the production side. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with pl520r - challenger ti-p handle. According to the complaint description, the clip bar attached to the challenger fell from the forceps during laparoscopic surgery and was found inside the patient. There was no described patient harm - no injury to the patient, but loss of time for the surgeon. Additional patient information is not available. The adverse malfunction is filed under aag reference (B)(4). Involved components: pl536r - shaft compl.d:10mm l:370mm.